Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils are also present embedded within the myometrium, near the cornu'), pelvic pain ('pain/chronic pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) prolonged bleeding') and ovarian vein thrombosis ('other injury(ies) or complication please describe: right ovarian vein thrombosis.') In an adult female patient who had essure (batch no. B82186-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2004, breast biopsy in 1994, overweight, abdominal pain upper, lsil, dvt, pelvic venous thrombosis, pap smear abnormal, depression, obesity and pap smear abnormal. On 26-dec-2014:(as per mr): patient went essure confirmation test via hysterosalpingogram and on 01-nov-2016: transvaginal ultrasound (tvu). Results : other (please describe) unknown. Previously administered products included for an unreported indication: mirena from 17-nov-2010 to 25-sep-2014 and depo-provera. Concurrent conditions included uterine ablation, irregular menstrual cycle, fibroids, adenomyosis and shortness of breath. Concomitant products included cetirizine hydrochloride (cetrizine) since (B)(6) 2016, enoxaparin from 30-jan-2017 to 4-feb-2017, hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, rivaroxaban (xarelto)9-feb-2017 to august 2017 and zolpidem tartrate (ambien) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)/severe cramping caused her to miss work"), dyspareunia ("dyspareunia(painful sexual intercourse)"), infection ("infection (other) describe:"), abdominal pain ("abdominal pain to the point where she sought attention in emergency room"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("lower abdominal pain left and right") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (lovenox) and surgery (endometrial ablation, hysterectomy (partial) ,salpingectomy,essure removal and partial hysterectomy- left ovary remains). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, menorrhagia, ovarian vein thrombosis, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, infection, vaginal haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, headache, infection, menorrhagia, migraine, ovarian vein thrombosis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of 01-jul-2019: 182 lbs. Approximate weight at the time of essure placement 185.1 lbs. Trailing coils: left -2 and right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on 04-sep-2018: showed a 3 cm thrombus in the right gonadal vessels.. Pathology test - on (B)(6) 2016: final pathologic diagnosis: 1. Cervix, biopsy at 9:00: low grade squamous intraepithelial lesion. 2. "Endo" biopsy: benign endocervical mucosa and superficial strips of lower uterine segment mucosa.; on (B)(6) 2018: pathological reports: right ovary, oophorectomy: hemorrhagic corpus luteum. Right fallopian tube, salpingectomy: no diagnostic abnormality. Left fallopian tube, salpingectomy: no diagnostic abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, pelvic pain female, dysmenorrhea lot number reported (b82186) is not valid, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils are also present embedded within the myometrium, near the cornu'), pelvic pain ('pain/chronic pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) prolonged bleeding') in an adult female patient who had essure (batch no. B82186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2004, breast biopsy in 1994, overweight, abdominal pain upper, lsil, dvt, pelvic venous thrombosis, pap smear abnormal, depression, obesity and pap smear abnormal. On (B)(6) 2014:(as per mr): patient went essure confirmation test via hysterosalpingogram and on (B)(6) 2016: transvaginal ultrasound (tvu). Results: other (please describe) unknown. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2014 and depo-provera. Concurrent conditions included uterine ablation, irregular menstrual cycle, fibroids, adenomyosis and shortness of breath. Concomitant products included cetirizine hydrochloride (cetrizine) since (B)(6) 2016, enoxaparin from (B)(6) 2017 to (B)(6) 2017, hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, rivaroxaban (xarelto) (B)(6) 2017 to (B)(6) 2017 and zolpidem tartrate (ambien) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)/severe cramping caused her to miss work"), dyspareunia ("dyspareunia(painful sexual intercourse)"), ovarian vein thrombosis ("other injury(ies) or complication please describe: right ovarian vein thrombosis."), infection ("infection (other) describe:"), abdominal pain ("abdominal pain to the point where she sought attention in emergency room"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("lower abdominal pain left and right") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (lovenox) and surgery (endometrial ablation, hysterectomy (partial), salpingectomy, essure removal and partial hysterectomy- left ovary remains). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, ovarian vein thrombosis, infection, vaginal haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, headache, infection, menorrhagia, migraine, ovarian vein thrombosis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Trailing coils: left -2 and right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on (B)(6) 2018: showed a 3 cm thrombus in the right gonadal vessels. Pathology test - on (B)(6) 2016: final pathologic diagnosis: cervix, biopsy at 9:00: low grade squamous intraepithelial lesion. "Endo" biopsy: benign endocervical mucosa and superficial strips of lower uterine segment mucosa.; on (B)(6) 2018: pathological reports: right ovary, oophorectomy: hemorrhagic corpus luteum. Right fallopian tube, salpingectomy: no diagnostic abnormality. Left fallopian tube, salpingectomy: no diagnostic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, pelvic pain female, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record received. Events: infection (other) describe: iud, migraines, headaches, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, weight gain, other injury(ies) or complication please describe: right ovarian vein thrombosis, abdominal pain to the point where she sought attention in emergency room, abnormal bleeding (vaginal, menorrhagia) prolonged bleeding, lower abdominal pain left and right, abdominal pain were added. Event: metallic coils are also present embedded within the myometrium, near the cornu was added from mr. Event outcome was updated for the event: abdominal pain. Lot number was added. Lab data was added. Surgery endometrial ablation was added to the event menorrhagia. Case became incident. Concomitant and treatment drugs were added. Concomitant and historical conditions were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.